Manufacturer narrative:
Product event summary: the returned battery passed external visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed one critical battery alarms involving (B)(4). In this instance, the battery went from a high relative state of charge to 0% relative state of charge and back to previous relative state of charge values. This observation is indicative of a communication error between the controller and battery. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. An internal investigation is investigating communication errors. The controller, (B)(4), in use during the event did not have the software master record upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a high priority alarm. Log files showed that the battery induced a critical battery alarm while having greater than 10 percent battery charge. The battery was exchanged. No patient complications have been reported as a result of this event.